Event description:
It was reported that the patient was scheduled for mvr (mitral valve replacement) repair / maze. While in the operating room (or) the intra-aortic balloon (iab) was inserted via the patient's left femoral artery. The iab was inserted for the mv repair / maze. The procedure took 45 minutes and while closing the sternum, the pump alarmed "fos below zero'd level" with no arterial tracing. The rn was unable to flush the central lumen. It was noted that the patient had low blood pressure (bp) coming off bypass. The fiberoptix sensor (fos) did return after 10 minutes however the m.d. Removed and replaced the iab via the same insertion site. The patient was transferred to the thoracic intensive care unit (ICU) after the surgery. There was no reported patient death or injury. There was a 30 minute delay in intra-aortic balloon pump (iabp) therapy. Medical / surgical intervention was not required. There were no patient complications and the patient outcome is listed as good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.